Event description:
A pt reported blood glucose results of "446, high, 461, 147, 164, 252, 167, 130, 184, 163, 127, and 244 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips, and control solution were replaced.